Event description:
Reporter indicated the increased seizures were felt to be due to the high lead impedance. X-rays will not be sent to the manufacturer, and it is unknown when the last acceptable vns diagnostics tests were. Surgery to replace the vns is no longer planned at this time, as the patient wishes to pursue medical therapy for now.

Event description:
Reporter indicated that a patient had high lead impedance readings with vns systems diagnostics testing on (B)(6) 2012. The vns was not disabled at the reporter's discretion, and the reporter is aware of the manufacturer's recommendation to disable the vns when high lead impedance is noted. Prior to the high lead impedance being noted, the patient also had two recent grand mal seizures, and the patient has been under a great deal of stress per clinic notes dated (B)(6) 2012. Medication was increased as an intervention. The patient was also sent for x-rays. The patient had no known trauma. Surgery to replace the vns is likely, but has not occurred to date. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected.